Event description:
(B)(4). Initial information received by a physician via a sales representative on (B)(6) 2009. Additional information received by a nurse via a healthcare professional data collection form and sculptra questionnaire on (B)(6) 2009: a (B)(6) female received a total of four vials of injectable poly-l-lactic acid (sculptra) on (B)(6) 2008 (2 vials, lot # 1a7018, expiration date 30-jun-2009), (B)(6) 2008 (1 vial lot # a7022, expiration date 31-oct-2009) and (B)(6) 2009 (1 vial, lot # a7020, expiration date 31-jul-2009) as a filler in the temples cheeks, marionettes and nasolabial folds with a total volume of vial in each specific site. All injections were diluted with 6 ml's of sterile water and 2 ml's of 1 % plain lidocaine [xylocaine]. On (B)(6) 2009, the patient presented with a few visible nodules in the temples. According to the patient, theses nodules developed on an unspecified date 2 months post the third injection on (B)(6) 2009. The nodules measured 1 cm on the right temple, 1 cm on the right zygoma, 1 cm on left nasofacial groove, 1/2 cm on the right chin and marionette, 3 mm on the papule left lateral periorbital region and 5 mm on the left cheek. The physician injected a low dose of inter lesional triamcinolone (kenalog) 0.2 cc in the nodules on the temples. The patient has not been treated with any more poly-l-lactic acid injections since (B)(6) 2009. At the time of the report, the nodules had not resolved and the physician feels these nodules are related to the poly-l-lactic acid injections. Medical history listed has childhood epilepsy. Concomitant medications listed as glucosamine chondroitin sulfate [cosamin ds], calcium hydroxide and calcium oxide [advacal], [melatonin], ubidecarenone [coq 10], calcium magnesium, emergency vitamin c, glutamine, creatine, inostil, tmg, oxitriptan [15 htp], magnesium orate, levothyroxine [synthroid], ropinirole hydrochloride [requip], resveratrol [longivinex], probiotics and biochelation (mixture of numerous vitamins). No further relevant information reported.

Manufacturer narrative:
Add'l lot #s, exp and implant dates: lot: a7022, exp date: 10/31/2009, impl date: (B)(6) 2008. Lot: a7020, exp date: 07/31/2009, impl date: (B)(6) 2009. Add'l ino for sculptra (lot a7018 and exp date 30-jun-2009) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info for sculptra (lot a7022 and exp date 31oct2009) from (B)(6): brr was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info for sculptra (lot a7020 and exp date 31jun2009) from (B)(4): brr was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from hcp on 05aug2009: received completed hcp collection form. Hcp reported that the sculptra reconstituted in relation to the injection was 1.5 hours; the nodules started 2 months post 3rd injection ((B)(6) 2009) and event is still ongoing. There was no biopsy taken. No further relevant information reported.